Event description:
The hemodialysis reporter was contacted for additional info on this event. It was learned in speaking with the reporter that this dialysis treatment occurred in the hospital unit. Also that this pt had been on dialysis "for some time". The pt had used this dialyzer for all previous treatments with no report of ill effect with prior use. Reportedly, the event occurred within 5 minutes from the start of the treatment. The pt's blood pressure was noted to be 53/30. It was reported that the event was thought to be cardiac event. The pt's blood was returned and after CPR was given, the pt started to breath. The pt was admitted to the coronary cardiac unit (ccu). The pt received dialysis on the following day on a different manufactured brand of dialyzer without further incident. The pt is now receiving further dialysis at the unit reportedly with the use of the new dialyzer. Of note: no further info was received on this event. All info on this incident has been verbal.